Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. During inspection the monitor only showed a "video 1 no signal" error message. The in-line fuse was found faulty and was replaced. A test blade was plugged into the monitor and powered on. The image quality test pattern passed. The led's were functioning. The device was certified and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, there was no image and there was a "video 1, no signal" error message. A delay in the procedure of approximately 2 minutes occurred as another glidescope gvl monitor was obtained. No harm to patient or user was reported.